Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted.

Event description:
The customer reported that after rewinding and filling the tubing the insulin pump did not advance to the next screen, and insulin squirted out at the end of the tubing. The blood glucose reading was 142mg/dl. The caller stated that the device was stuck on rewind/bolus delivery loop. The customer mentioned that the drive support cap was protruded. Instructed the customer to change the infusion set and to restart the prime process, and she stated that the motor did not slow dwon nor did the numbers ramp up when insulin began to exit the tubing. Reviewed the alarm history and found alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.